Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a reservoir leakage. The customer¿s blood glucose level was 97 mg/dl at the time of the incident. The customer reported changing site out and noticed insulin on the counter top and the reservoir was half way empty. The customer declined troubleshooting. The reservoir will not be returned for analysis.